Manufacturer narrative:
Other - fowler, siderail.

Event description:
It was reported by service report that the fowler litter and right siderail were damaged. No pt involvement or adverse consequences are reported.